Event description:
It was reported that during a bariatric surgery the device used was ets-flex 45 endoscopic linear cutter. A blue reload 6r45b was inserted. When jaws were closed with tissue in and surgeon tried to staple/fire it, reload was stuck and could perform stapling. After it was hard to open device but they managed. After device was removed and not used anymore. Surgery was completed well without any more issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/24/2024 d4 batch #175c52 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 with two staples protruding on this area and the reload lockout spring good condition. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 175c52, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a9c43y, and no non-conformances were identified.